Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product development evaluation reported the blade guide sleeve is in good condition containing external scratches and roll marks. The proximal, helical guide lead contains irregular impact marks. Wire guide sleeve is intact containing axial scoring, scratches & nicks consistent with normal use. The returned devices are critical components of the ti trochanteric fixation nail system intended for the intramedullary fixation of proximal femur fractures. The wire guide and blade guide sleeve, when introduced through the aiming arm, are intended to locate and introduce the initial guide wire prior to preparing the site for helical blade insertion. (Technique guide j3900-I) the returned components were attempted to be assembled but the 357.381(wire guide) would not insert into the 357.369 (blade guide sleeve) engagement hole. Closer inspection of the proximal internal helix lead grooves revealed that the edges had been substantially impacted and deformed causing the internal diameter to be dimensionally reduced. This condition would not permit the insertion of the wire guide. There is only one way this can occur. It is important for the user to be aware that the helical blade inserter when used should only to be oriented in the recommended clocking in relationship to the helical detail of the sleeve (technique guide j3900-I pg.29). When malleting of the helical blade inserter assembly occurs and the orientation is not correct the damage, as with the returned sleeve, will occur. Judging from the damage to the ID of the blade guide sleeve, proper orientation of the blade guide inserter was not routinely practiced and malleting had nonetheless proceeded. It is likely that the evident damage existed prior to the most recent case in which this device was used but was not inspected for or detected is evident that the method of use and not a deficiency in design has led to this complaint. The complaint was not the result of a deficiency in the device designs. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that a blade guide sleeve and a guidewire would not fit together. The event was discovered during a demonstration conducted for a surgeon by sales consultant. The sales consultant is not sure that which part is the cause of the malfunction. The product was shown to surgeon in or lounge. The patient information is not provided as there was no patient involvement.(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.a review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the device is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.